Manufacturer narrative:
One set model 2420-0007, lot 25095449 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated just below the pump safety clamp. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the cause of the separation is due to the lack of solvent. The possible causes of the lack of solvent is a contamination inside the solvent dispenser container or solvent application not correctly carried out by the assembler. The finish good lot 25095449 and 25095329 was manufactured in september, before actions implimented to improve the manufacturing process. The standard work instruction was updated and new fixtures will be used to help with the solvent process. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Pr 13944251 follow up MDR for correction. Date of event: (b)6) 2025.

Event description:
Additional information received from the customer: date of event: (B)(6) 2025.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: there has been an increase incidence in IV tubing breaks primarily at the safety clamp. This is the second one reported to me. The staff gave me two plastic bags and didn't realize it's a different lot number so I cannot really tell you which one. Bd alaris pump infusion set ref: 2420-0007. Additional information received from the customer: as the picture shows two lots, could you please confirm the event date associated with the issue? First incident on (B)(6) 2025 then on (B)(6) (second incident). As mentioned, this is the second report I¿ve received. Could you please confirm whether the first one was reported? If not, kindly provide the details of the first report. Rn noticed leaking upon priming tubing and noticed the tubing defect. As mentioned, two lot numbers: 25095449 and 25095329 were shown in the picture, and two event dates were provided: 12/22/2025 for the first incident and 12/30/2025 for the second incident. Could you please confirm which date corresponds to each lot number? Unknown.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.